Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3800 high flow microblender series experienced stuck bypass alarm and would not stop alarming. The customer confirmed that here was no patient involvement in the reported event.